Event description:
The pt was having an unspecified adverse reaction to compounded baclofen. The pt was placed into the ICU and physostigmine was given. The pt responded immediately after the physostigmine was given. The physician was planning to remove the baclofen from the pump; it was unclear if it had been removed. As of (B)(4) 2011, the pt was "doing good."

Manufacturer narrative:
(B)(4).